Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). PMA/510(k)#: k011369, k122558. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that bd ultrasafe passive¿ x-series needle guard syringe broke during use. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
H.6. Investigation summary: neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.

Event description:
It was reported that bd ultrasafe passive¿ x-series needle guard syringe broke during use. There was no report of exposure, injury, or medical intervention.